Event description:
On 2026-apr-13 additional information was received from the patient. The patient reported that the cause of their therapy being off was it being turned off during their hip replacement surgery. The patient did not turn it off. The patient turned it back on and it went back to normal. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had surgery on monday (B)(6) 2026 and since then, they had been urinating way too much. They weren't sure if it was from the fluids that they were given at the procedure or what.  They noticed that their stimulator had been off so they turned the stimulation back on. The patient agreed that their therapy must have been turned off fortheir procedure and was just never turned back on afterwards, and they hadn't realized it. The patient stated when they turned their therapy back on, they increased up to .6 v on program 2 because they thought that's where they had been before, either .6 or .5 v on program 2. They weren't sure if that's what they needed or not. Patient services reviewed stimulation considerations with the patient and the patient decreased the stimulation .5 v as it was comfortable at that level. The patient was redirected to follow up with their managing health care provider (hcp) to further address the issue if they still had therapy concerns after turning the therapy back on. The patient was directed to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed. They were directed to reach out to their healthcare provider (hcp) for further concerns about their symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.